Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump failed the buzzer test. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿pump failed the buzzer test.¿ the unit was triaged and the customer¿s reported condition was confirmed. When the pump was powered on no audible tones were heard. The unit was disassembled and evaluated. The amplified ic, u14 in the audio circuit had bent pins, which shorted out as well. This was causing the unit to have no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.